Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of missing labels, driveline faults, and a dim led were confirmed. The system controller (s/n: (B)(6)) was originally returned for evaluation after it was found in a store cupboard. Upon initial inspection of the returned controller, it was noted that the controller was missing both the serial number and software version labels. A review of the downloaded log file showed data spanning approximately 6 days((B)(6) 2019). Driveline fault alarms were active and coincident with yellow wrench advisories from (B)(6) 2019 at 8:51:38 to (B)(6) 2019 at 3:23:54. During this time frame, phase 1 was captured at a significantly lower value than phase 2 and phase 3. The alarm activated during functional testing of the returned controller as well. A dim pump running led was discovered during preliminary testing of the controller. The root cause for the reported and reproduced driveline fault alarms was conclusively determined to be due to the system controller. The observed damage and reproduced alarms did not affect the controller's ability to operate the pump at the set speed. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 17oct2014. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly prevent exterior damage to the system. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.